Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces however, no button error alarm noted. During visual inspection, moisture damage to electronic and motor assemblies was noted. The insulin pump was received with minor scratches on liquid crystal display window and cracked case at display window corners.

Event description:
Customer reported the insulin pump alarmed button error, he took out battery and the alarm still occurred. Customer's blood glucose was 346 mg/dl, treated with manual injections. Customer reported he was at the beach and a wave took him under and pump was exposed to water; as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.